Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) arcing occurred on the high power hybrid between the positive and negative connection points of the high voltage capacitor. The overstress from the arc damaged the fast recovery diodes in the transformer secondary circuit. This took the transformer out of the charge circuit and left the device unable to charge.

Event description:
It was reported that the device was at eri (elective replacement indicator) and that there was a charge circuit time-out. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.